Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had matrix drawer number seven would not close properly. The field service engineer inspected machine and found medication jammed behind the drawer, removed medication to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had failed drawer. The customer stated that they auxiliary drawer 7 do not stay closed leaving the medication unsecured in the pyxis. There were no adverse events or injuries reported based on this event.